Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak coming from the cycler's cassette compartment during fill 3 of 4 of pd treatment. The registered nurse (rn) reported receiving multiple m83 pump a vs b volume error alarms during fill 3 of 4. It is unknown at which point in therapy the leak began. The source of the leak is unknown, however, fluid was observed on the exterior of the cassette. Due to the fluid found within the cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple attempts were made to acquire additional information, however, to date a response was not received.